Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 1000 mg/dl that resulted in a trip to the emergency room (ER) and subsequent hospitalization where customer was treated with intravenous fluids of saline and insulin. Customer also reported memory loss as a result of the issue. Cause of high bg was unknown, however, reportedly a low insulin alert and an empty cartridge alarm occurred prior to hospitalization. Customer also reported using supplies for two weeks. Customer was released from the hospital four days later. The customer reverted to an alternate method of insulin therapy.